Event description:
It was reported that a large volume infusor overinfused medication to the patient. The issue was observed during patient infusion. The device finished 4 to 4.5 hours earlier than expected. The device contained bleomycin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.